Event description:
It was reported that the tip of the impactor was broken during impaction. Additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Procode: phx. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product verified part and lot numbers. The plastic tip was returned fractured but was missing some pieces. It is confirmed that item did not return in original packaging. The impactor body and tip show wear and damage. The features of the fracture surface visually align with an overload fracture failure mode. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.